Event description:
Customer reported that she was unable to upload on carelink. The customer's blood glucose was 159 mg/dl. She also reported that the numbers were scrolling on her insulin pump. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and reverse to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).